Event description:
Per solicited call from patient both of her cadd legacy pumps(serial number (B)(4) and (B)(4)) were alarming for a no disposable error at the end of (B)(6) (she is unsure of the date] and then again on (B)(6) 2022. She mixed a new cassette and was able to continue her infusion both times. The lot and expiration for the cassettes are unknown. This occurred while in use. No harm was done to the patient she was able to use a new cassette with her backup pump with no issue. We will replace both pumps and the patient will return them to us. The patient does not have the faulty cassettes to return to us. This is a life-sustaining infusion. No further information available. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. Reported to cvs/caremark by pt/caregiver.